Manufacturer narrative:
Handpiece didn't get hot. Handpiece failed specs due to cap damage. Cap threads where loose. Took cap off to inspect and push button fell out of cap threads due to cap damage. Also cap damaged from coming in contact with rotor.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.